Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported via medwatch, patient came to pediatric infusion therapy center (pitc) accessed with his implanted vascular access device (ivad). Registered nurse (rn) went to check blood return to hook up his bolus, and normal saline (ns) pushed out of the tubing above the clamp closest to the enclave (proximal to the patient). Crack in line. No other information was provided.